Manufacturer narrative:
The controller logs indicate high measured currents. Examination of the returned pump revealed inadequate priming of the infusion system, as well as damage to the lower housing consistent with absent or inadequate priming of the infusion system. The pump was operated in the laboratory and had currents that were higher than specification. The findings from both use testing and visual inspection were consistent with a pump stoppage due to high current secondary to damage caused by inadequate priming of the infusion system.

Event description:
The system was in use for a high risk pci case when the pump stopped. It was restarted, but stopped again. A second controller was connected, but the pump also stopped when connected to that controller. The pump was replaced and the case completed without further incident.